Manufacturer narrative:
As reported, the doctor tried to deploy the 6f exoseal vascular closure device (vcd) but couldn't depress the trigger. On withdrawal, it then deployed but not in the patient. There was no reported patient injury. They have kept the device in clean plastic cover. The plug was deployed outside patient. The physician could not deploy the device inside the patient. The product was not returned for analysis. A product history record (phr) review of lot 17947332 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿deployment lever (button) frozen/locked¿ and ¿deployment difficulty - premature deployment¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Based on the information available, it is impossible to determine what factors may have contributed to the reported events. According to the instructions for use (IFU) which is not intended as a mitigation of risk, ensure that the deployment button is fully depressed and flush against the handle assembly. Caution: care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. Neither the phr review nor the information available suggests that the reported events could be related to the manufacturing process of the unit. No corrective or preventive actions will be taken.

Manufacturer narrative:
This device is not available for testing and evaluation.a review of the manufacturing documentation associated with this lot# 17947332 presented no issues during the manufacturing process that can be related to the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the doctor tried to deploy the 6f exoseal vascular closure device (vcd) but couldn't depress the trigger. On withdrawal, it then deployed but not in the patient. There was no reported patient injury. They have kept the device in clean plastic cover. Plug was deployed outside patient. The physician could not deploy the device inside the patient.the device is not expected to be returned for analysis.